Event description:
Additional information reported the pump was replaced due to a rotor stall that was indicated at a dye study and rotor study. There was no patient injury and the patient recovered without sequela. It was indicated the pump was delivering lioresal, it was also indicated the pump was delivering compounded baclofen. It was unclear what drug was in the pump.

Event description:
It was later reported that lioresal was originally placed in the pump at implant. It was unknown if the rotor stall was assoicated with the fall.

Event description:
It was reported that the patient was having intermittent tone issues where she would feel very loose then very tight. The patient also experienced increased spasticity and gait changes. A post dye study CT scan was performed and the catheter was negative. A rotor study was performed after a bolus and the rotor position remained in the same position as pre bolus. It was noted that the patient experienced a fall about five weeks ago and hit her elbow causing an excoriated area on her elbows. Her psoriasis started again in the area of excoriation and resulted in an infection. The patient also had a vp shunt. The patient outcome was ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was later reported that the pump was replaced. The catheter aspirated well prior to disconnecting the catheter from the pump. 23.9 ml reservoir volume noted and 23ml aspirated from the pump.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final pump analysis revealed a gear train anomaly - corrosion and-or wear and-or lubrication; stall due to shaft-bearing. The pump passed all non-destructive lab testing. There was a motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. During destructive analysis the technician found residue and shaft wear on the lower shaft of the rotor magnet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.